Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer experienced low blood glucose of 50 mg/dl on (B)(6) 2018. The customer's blood glucose at the time of the call was 379 mg/dl. The customer's spouse did not provide information on symptoms, however the customer was treated with carbohydrates for low blood glucose. Troubleshooting was not performed for the low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.